Event description:
Subsequent to the previously filed medwatch, additional information indicated that the procedural images were received and reviewed by an abbott vascular senior medical advisor. The review concluded that the patient underwent percutaneous intervention for a lesion in the left iliac artery. Difficulty was encountered in deployment of the absolute pro sds but this could not be confirmed with the images provided. The stent did deploy and fully cover the lesion with improvement in contrast flow through the vessel. No images provided demonstrated any clinical or technical justification for the resistance noted during removal of the sds after stent deployment. There is no evidence of tissue injury or inadequate lesion treatment given the reported device issues.

Manufacturer narrative:
(B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during an attempt to deploy the absolute pro stent delivery system (sds) in the mildly calcified left iliac artery, the thumbwheel was blocked. The thumbwheel was turned with force and the stent opened little by little in small "shocks" instead of smoothly. The stent was deployed and fully covered the lesion. When the sds was being retracted from the deployed stent, resistance was felt. There was no adverse patient effect or significant clinical delay in the procedure due to the device issue. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the difficulties deploying the stent could not be tested due to the condition of the returned unit. Based on a visual, functional inspection and review of the provided cine images, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.